Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant in the left bundle area due to impedance measurements which continued to be high, out of range in different positions. A new rv lead was placed with normal impedances and numbers. No additional adverse patient effects were reported.